Manufacturer narrative:
The event occurred at (B)(6). The device (vad-12579) was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient experienced alarms while connected to the power module and the red heart light on the patient's system controller was lit. The patient reported that the pump speed was decreasing and that he also had alarms the night before. The patient exchanged his system controller and connected to battery support and the alarms were resolved. The following day during a routine visit at the hospital, the patient's system controller, power module and patient cable were inspected and no abnormalities were seen. The patient was placed back on the original system controller. On (B)(6) 2014, the patient reported the same events occurred and went back to the hospital for evaluation. The patient was not symptomatic.